Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The caller provided a photograph and the technical service engineer (tse) confirmed that the issue pointed to the master tool manipulator (mtm) opto button. The isi field service engineer (fse) performed a site visit and the right opto button kit was replaced. The system was tested and verified as ready for use. A system log review was performed and the logs showed that the vessel sealer extend (vse) used in this procedure (lot# k15250725-0349) was installed twice and passed homing twice. There were 39 cut complete events with no errors. The e-100 logs show 10 coagulation events with no errors and 289 seal events with 66 high initial starting impedance errors, indicating that the user possibly tried to seal excessive tissue. The instrument was used for about 2 hours, and 3 minutes. The logs showed 1 high initial starting impedance error at about the same time as the first of the 66 errors seen in e-100 logs.

Event description:
It was reported that during a da vinci-assisted liver resection, the surgeon¿s finger slipped from the surgeon side console (ssc) right hand manipulator button (opto button), resulting in unintended inward movement of an instrument causing liver puncture and bleeding. The rubber covering on the opto button was loose, causing it to slide over the button during clutching without actually engaging the button and inactivating robotic arm movements. As a result, the vessel sealer extend (vse) punctured the liver, causing bleeding. Hemostasis was achieved by applying direct pressure to the bleeding site, followed by use of a bipolar instrument. The procedure was delayed by less than 15 minutes but was completed robotically. Estimated blood loss was less than 20 milliliters, no transfusion was required. The patient was discharged on post-operative day 3 and did not require a prolonged hospital stay as a result of the event. No adverse complications were reported.